Manufacturer narrative:
Lead: model: 3093-28, lot#: v030176, implanted: (B)(6) 2007, explanted: na. Programmer model: 3037, serial#: (B)(4). (B)(4).

Event description:
Additional information was received on (B)(6), 2012 that indicated that the manufacturer representative located a replacement programmer for the patient, reprogrammed her stimulator and bonded the stimulator to the new patient programmer. He stated that the patient left the office happy with perfect vaginal sensation, without shocking. This all happened weeks ago, and he had not heard that anything had changed since the reprogramming.

Event description:
It was reported that the patient experienced a shocking sensation following exposure to a theft detector at (B)(6) and at other stores when the device was turned on. The patient also reported a loss of therapeutic effect and that the implantable neurostimulator (ins) and stated that it was not working for her. Additional information was received that reported the patient lost her programmer and could not adjust the settings of her ins. It was also noted that the patient may have fallen causing damage to the ins or lead migration. Additional information was requested but was unavailable at the time of this report.